Event description:
It was reported during a laparoscopic appendectomy procedure, on the first firing with a white cartridge, the device would not open. Another device was used to excise the device from the tissue. There was no patient consequence.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number, so therefore we were unable to review the manufacturing records.